Event description:
It was reported that the patient experienced a loss of therapeutic effect, leading to a return of urinary incontinence symptoms, beginning in (B)(6) 2011. There was no known accident or incident related to the complaint. The patient could not adjust stimulation, and it was determined that the device was powered off. When the device was turned on (program 1, 3.4 volts) the patient experienced a shocking or jolting sensation. The patient was able to immediately turn off the device. The patient turned stimulation down to 0.0 volts, and then increased stimulation to 1.7 volts where she felt pain at the lower back / upper buttock. Additional information received from the hcp reported that the cause of the event was unknown. Impedances were within normal limits. The patient was reprogrammed to a different electrode configuration on (B)(6) 2011. It was noted that the patient had only used the interstim system 329 hours in the previous year. The patient did not require hospitalization, and there was no injury. Additional information received reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or a manufacturer representative to resolve them.

Manufacturer narrative:
Lead model 3889-28 lot# v383049 implanted: (B)(6) 2010 explanted: unknown; programmer model 3037 serial# (B)(4).